Event description:
The customer returned the videoscope to the service center for evaluation of a separate issue. During the evaluation, a reportable malfunction was identified: the adhesive joint of the bending rubber was chipped, requiring replacement of the affected component. There was no patient involvement associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection based on the investigation results, the most likely cause of this complaint is a known inherent device risk resulting from a separation problem, with no design or manufacturing issue identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.